Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as massive right sided bleed with uncal herniation. Reportedly, there were no device related issues.

Manufacturer narrative:
The pump was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.